Event description:
The duett sealing device was deployed following a left heart catheterization with intravascular ultrasound (via a 6f sheath in the right groin area). The deployment was unremarkable. About 2.5 hours after the procedure, the pt went into shock due to a retroperitoneal bleed. The physician reported that, since the arterial stick was too high (at the ligament level), adequate occlusive pressure could not be applied, as required by the duett IFU. Due to the patient's obesity, the bleed went unnoticed until the patient developed signs and symptoms of shock. The retroperitoneal bleed was treated with a blood transfusion and surgically repaired. The pt responded well to the treatment, and no further complications were reported.